Event description:
It was reported that the procedure was to treat the mid right coronary artery with moderate calcification and mild tortuosity. The 3.5x38 mm xience xpedition stent was implanted and a long distal edge dissection occurred. The 3.5x23 mm xience xpedition stent was implanted but another dissection occurred. A 3.5x15 mm xience xpedition stent was used to treat the dissection and complete the procedure. The patient is alright. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.